Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va28b3t, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3560022, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4) ; product ID: 3560022, serial/lot #: unknown, ubd: 08-apr-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient that was undergoing a stage 2 implant surgery. It was reported that when the hcp opened the pocket to get the percutaneous extension, they grabbed the lead with a hemostat. The capsule had migrated a bit, so they had to pulled to determine which side. It was a very gentle pull on the lead. The hcp noticed that the lead had become twisted in the skin. It had also pulled away from the casing, so there was no way to connect to the ipg and the lead was no longer safe for use. They pulled the lead and completely replaced it. The issue was resolved at the time of the report.